Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator system extraction due to infection. The device, atrial lead, and left ventricular lead were removed. The right ventricular lead was removed on (B)(6) 2018 when a new pacemaker and right ventricular lead were implanted. No further information was available.